Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device evaluation found; tip was melted, and the insertion part outer tube was scratched. Based on the results of the investigation, it is likely that the following led to the malfunction: an excessive mechanical force caused by an impact or fall. A massive hf current flashover, triggered by unintentional contact with other equipment during the hf application which leads to a short circuit in the device. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid arthroscope's tip was melted. There were no reports of patient harm.